Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, as of the last follow up appointment on (B)(6) 2011, the patient had previously described experiencing discomfort in the perineum. The patient was referred to a colorectal surgeon who treated her for a peri-rectal abscess (specifics unknown). The patient reported that the symptoms had been resolved. During the follow up examination, the sling was normal and no cystocele or rectocele were observed. All other information is unknown and unavailable.